Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a nodule in the lung, chest infection and dizziness. The patient went to receive medical intervention and was diagnosed with nodule. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
Additional information was received on nov 14 , 2024 and section h10 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a nodule in the lung, chest infection and dizziness. The patient went to receive medical intervention and was diagnosed with nodule. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.

Manufacturer narrative:
Additional information was received on nov 14, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging experience a nodule in the lung, chest infection and dizziness that are related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.